Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient had her spinal cord stimulator taken out two years prior to the report because ¿it kept going to her leg and can¿t be keep on the right place.¿ it never helped, so it was removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.